Event description:
Pt had preop diagnosis of right leg pain with schemia and claudication. They had: percutaneous aortogram with optiray contrast, percutaneous right iliac angiogram, percutaneous angioplasty right common iliac artery, percutaneous angioplasty right external iliac artery, percutaneous stent placement right external iliac using 7 mm x 55 mm wall stent. Just prior to placing the second stent the pt developed hypotension. A central line and arterial line was placed for monitoring purposes. At the end of the procedure they did have bilateral palpable dorsalis pedis pulses. They remained in the recovery room for 3-4 hours and developed an indurated area in the right lower abdomen, believed to be a retroperitoneal bleed. They were returned to the o.r. And no major vascular disruption or "leave" was noted. They then went to the ICU. They were stable with no problems until they had an episode of nausea and vomiting and retching. After this they developed hypotension rapidly and increasing abdominal induration. Disruption of right iliac artery and wall stent was exposed thru the wall and it was removed.